Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed the fiber returned in two pieces. The distal end of the glass fiber exhibits no signs of usage. The fiber is broken within the fiber blue outer sheath, and detached at 9 feet and 3.5 inches from distal tip. The length of second piece including the connector is 2 feet and 11 inches. The fiber was tested with hene laser fixture, aim beam is visible at the break. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was noticed to be broken inside of the scope during a urs procedure to remove a stone in the kidney. The device was removed and the procedure was completed utilizing another of the same device. The patient was reported to be stable.